Manufacturer narrative:
Reported event: an event regarding disassociation involving an unknown stem was reported. The event was not confirmed. Method & results: device evaluation and results: not performed as product was not returned. Clinician review: no medical records were received for review with a clinical consultant. Device history review: could not be performed as lot code information was not provided.  Complaint history review: could not be performed as lot code information was not provided.  Conclusion: the event could not be determined because insufficient information was provided. Further information such as device identification and return, pre- and post-operative x-rays, primary operative report as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time. If devices and / or additional information become available to indicate further evaluation is warranted, this record will be reopened.

Event description:
It is reported by patient's counsel as a result of a legal claim that allegedly on (B)(6) 2008 he had a right total hip arthroplasty employing a 36 +5 cocr femoral head and in (B)(6) 2018 the patient experienced sudden pain and inability to stand. It is further alleged that medical evaluation revealed that the lfit femoral head had disassociated from the hip stem and he was revised on (B)(6) 2018.